Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer experienced leaking in two separate foley catheters at the junction of the balloon lumen with the catheter after the balloon was inflated. The leaking occurred with slight manipulation of the balloon lumen after inflation. They only kept one as the first one was already used with the patient. They checked the second foley catheter before using and found the same leak. The lot number for the unused tray was ngkp2131. Customer did have that unused tray. The lot number for the used tray was unknown as they did not keep that packaging.

Event description:
It was reported that customer experienced leaking in two separate foley catheters at the junction of the balloon lumen with the catheter after the balloon was inflated. The leaking occurred with slight manipulation of the balloon lumen after inflation. They only kept one as the first one was already used with the patient. They checked the second foley catheter before using and found the same leak. The lot number for the unused tray was ngkp2131. Customer did have that unused tray. The lot number for the used tray was unknown as they did not keep that packaging. Per customer follow up received via email 02jul2025 stated that they had already returned this item to bd. That was the lot number: nskp2131 and it was a 16fr foley tray, mfg# a319516am. The only medical intervention that had to be done was removal of the foley and insertion of a new one. After transferred the patient postop to the cticu, they were notified that the foley had fallen out of the patient. After took the foley and reinflating the balloon, a leak was observed at the base of the inflation line. The lot number for that particular supply was no longer available, but the supply was saved. Another foley was opened from the core and the balloon was inflated outside of a patient and the balloon line leaked as well. That required the patient to have a second foley insertion.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received 1 all silicone foley catheter. Verified material number 119316 and manufacturing lot number ngkn3437. Visual inspection noted no obvious defects. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution slowly leaked out of a 0.013" pinhole found at the trifurcation. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer experienced leaking in two separate foley catheters at the junction of the balloon lumen with the catheter after the balloon was inflated. The leaking occurred with slight manipulation of the balloon lumen after inflation. They only kept one as the first one was already used with the patient. They checked the second foley catheter before using and found the same leak. The lot number for the unused tray was ngkp2131. Customer did have that unused tray. The lot number for the used tray was unknown as they did not keep that packaging. Per customer follow up received via email 02jul2025 stated that they had already returned this item to bd. That was the lot number: nskp2131 and it was a 16fr foley tray, mfg# a319516am. The only medical intervention that had to be done was removal of the foley and insertion of a new one. After transferred the patient postop to the cticu, they were notified that the foley had fallen out of the patient. After took the foley and reinflating the balloon, a leak was observed at the base of the inflation line. The lot number for that particular supply was no longer available, but the supply was saved. Another foley was opened from the core and the balloon was inflated outside of a patient and the balloon line leaked as well. That required the patient to have a second foley insertion.

Manufacturer narrative:
The reported event was confirmed manufacturing related. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.